Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon initial inflation at 10 atmospheres for 10 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.